Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 3.2 pockets e1, e2, e3, and e5 were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer (fse) identified no active failures on the device. As a proactive measure, the unit was powered down, drawer cable connections were inspected, and the row board and retractor band cables were reseated. The device was restarted, and functionality testing confirmed proper drawer operation and communication. Functionality was verified in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.